Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection of the returned device was performed following with bwi procedures. Visual analysis revealed the tip was found bent and electrode 2 was damaged with lifted edges. The root cause of damage could not be determined, however it was concluded that it occurs outside the manufacturing facilities, since there are inspection points to avoid this type of issues. A device history record evaluation was performed for the finished device number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab (pal) identified electrode damage. It was initially reported by the customer that before operation, the tip of the sheath was found bent. A second device was used to complete the operation. There was no adverse event reported on patient. Device was not used in patient. Additional information received indicated no damage was observed that resulted in exposed wires or lifted/sharp rings. The problem was found at a distance of approximately 3cm from the distal end of the catheter. The customer¿s reported bent sheath was not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 10-jan-2024, the bwi pal revealed that a visual inspection of the returned device found the tip was found bent and electrode 2 was damaged with lifted edges. These findings were reviewed and determined to be MDR reportable malfunctions.